Manufacturer narrative:
The evaluation is in progress. We are waiting for additional information from distributor. Devices under evaluation.

Event description:
Optical fibers have problems. No adverse effects on patient were reported.

Manufacturer narrative:
The problem can be traced to a recognition issue of the fibers.

Event description:
Optical fibers have problems. No adverse effects on patient were reported.